Event description:
Admitted to hospital 1/22/97 with recent history of back pain, bone scan done finding diskitis in l3/l4 with loss of endplates. Groshong catheter placed right superior vena cava on 1/27/97 for long term IV therapy. Pt discharged 1/30/97. Mother reported that on 1/31/97, the catheter was leaking between the hub and the client. Normal saline squirks out of catheter when she tries to flush it. Needleless system in use. Pt returned to hosp. 1/31/97 and 2/3/97 for treatment or repair of the catheter.